Event description:
A patient was seen in the emergency room and his blood was drawn on (B)(6) 2012. He had cellulitis three times since the venipuncture. The first time was on (B)(6) 2012, one time in (B)(6) and one in (B)(6). The venipuncture and cellulitis were in his right arm. He was treated with antibiotics for the cellulitis. He had a CT done on (B)(6) 2012. The report was that he had a radiopaque foreign body in the region of his right wrist, which appears to be metallic. He has been referred to a surgeon to have it removed.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Retention samples from lots manufactured in 18 months prior to the incident date were tested and no issues were observed related to the complaint. All retention samples were acceptable. Quality will continue to monitor on monthly trend reports.